Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source had spare lamp indicator turned on. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was not returned to olympus for inspection. However, an olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue indicator has turned on. The subject device will not be sent back to olympus for further evaluation and repair. Based on the results of the investigation, it is likely that the reported malfunction occurred due to internal motherboard malfunction. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.